Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Manufacturer narrative:
The field complaint of the start button not responding was verified. The visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter or to the outer plastic housing of the transmitter. Due to no damage being outwardly present, the unit was plugged into a working ac electrical wall outlet, but it failed to turn on. After opening the ac power adapter several burnt components were observed on the reverse side of the main circuit board. Upon opening the transmitter no burnt components were observed. Tested the unit with a working ac power adapter and the unit successfully powered on. Performed the delete data process successfully. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue.

Event description:
This report is to advise of an event observed during analysis.